Event description:
It was reported that during a supply change the user received an alert 38 indicating a motor stall that prevented continuation, after which the agent guided a restart in the ilet app, performed a successful dry run to 120 units with prior supplies removed, and then completed a supply change using new components including a fiasp prefilled cartridge, a connector, and a 6 mm cannula. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of insulin delivery after the infusion set was applied and the system was filled with visible drops observed. Investigation included guided troubleshooting, app-based restart, removal of previous supplies, a dry run confirming motor function to 120 units, and verification of proper infusion set application and priming. Investigation of this case revealed resolution after replacement of consumables and successful priming, consistent with a transient motor stall associated with supply change that was not reproduced after dry run and reinstallation. It was concluded, based on previously established findings for similar reports, that the cause was user-serviceable through restart and supply replacement, with no device malfunction confirmed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.